Manufacturer narrative:
Premature depletion was confirmed. Bench and ate testing showed normal device function. The battery was analyzed by its manufacturer and no anomalies were found. The cause of the premature depletion was undetermined.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
During remote monitoring, the device was at elective replacement indicator (eri). Technical support was contacted and suspected the battery voltage dropped more than expected. The device was explanted and replaced due to eri and suspected overestimation of battery longevity by the programmer at the previous follow-up. The patient was in stable condition.